Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, there is no evidence of a scheduled procedure at this time. The device remains in service. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned energen was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, there is no evidence of a scheduled procedure at this time. The device remains in service. No adverse patient effects. Additional information provided indicates the ICD is emitting beeping tones as expected when a code 1003 is triggered and boston scientific technical services (ts) noted that the beeping can not be turned off as it is a built in functionality. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, there is no evidence of a scheduled procedure at this time. The device remains in service. No adverse patient effects. Additional information provided indicates the ICD is emitting beeping tones as expected when a code 1003 is triggered and boston scientific technical services (ts) noted that the beeping can not be turned off as it is a built in functionality. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.